Event description:
The customer reported that the mts dispenser was not holding fluid. If there is an incorrect or no dispense event that goes undetected, erroneous results could be reported. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed that the customer discarded the instrument before evaluation was conducted. Therefore, no analysis was possible, and root cause was unable to be determined.